Manufacturer narrative:
The qa lab found the returned reagent to read e11. High results were not confirmed.

Event description:
The advocate called from pharmacy, and stated that the customer opened a new carton of test strips, and found the cap open on one of the bottles. The customer did not allege any adverse events. The test strips were returned for evaluation, as exposure to moisture can cause high test results. The advocate stated that the pharmacy had replaced the test strips for the customer. Replacement test strips were sent to the pharmacy.